Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer also reported a no delivery alarm and a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 200 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin drip during the hospitalization. The customer stated that she was treating her high blood glucose with the insulin pump. The customer also reported that she was not feeling well, experienced nausea and was vomiting. The time of the hospitalization was 9pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she was able to complete rewind. The customer was unable to troubleshoot for the no delivery alarm and high blood glucose due to unavailability of infusion set. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.